Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer received an error code 13.1033.149 on 8120 unit. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 13.1033.149 on 8120 unit. Technical support - 1. Tech has error code 13.1033.149 which is a software error on 8110 unit 2. Will need to reflash software on syringe. 3. If flash fails unit will have to come in for repair. A review of the device history record showed the device had a manufacture date of 11/11/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 9865434 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - error code 13.1033.149 which is a software error on 8110 unit a review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. : no product returned.

Event description:
It was reported that the customer received an error code 13.1033.149 on 8120 unit. There was no patient involvement.